Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl despite bolusing while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The pod leaking insulin during wear was also reported. As treatment, a new pod was planned to be applied and insulin was going to be administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The distal tip of the exposed portion of the soft cannula was found to be flattened. Fluid was able to flow through the entire fluid path despite the damage to the soft cannula. A leak test was performed during the investigation and no leaks in the fluid path were observed. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.